Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeds the maximum allowable digits. Zip code is as follows: (B)(6).

Event description:
The customer reported missing display segments. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. When powered on, led segments on the led digits failed to fully light up. The device was able to obtain measurements and alarmed audibly and visually under alarm conditions. Internal inspection showed the duel inverter "u19" on the system circuit board has failed, preventing one of the "d2" led segment from lighting up correctly. (B)(6). A service history record review reveals that this unit was in the field for over ten (10) months with no previous reported issues prior to this reported event.